Event description:
It was reported that "today, three bronchial tubes could not be used because the cuffs of all three were leaking. They were all from the same batch". Additional information received states that "delay in medical treatment, since the operation time increased by 30 minutes. No injuries or damage to health. No medical intervention required. Patient condition is fine"

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. Visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. However, it was observed that the sample appeared to be in a used condition. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. Based on outcome of test conducted it is observed that the clear cuff unable to inflate and maintain the pressure while the blue cuff of the tube is able to inflate. The sample was then sent for water leak test and further observed using dino-lite camera as to further view the leakage of the clear cuff. There are bubbles observed coming out from the clear cuff during the water leak test and upon checking with dino-lite camera it is observed there is cut mark on the clear cuff. The device history record for lot 40e24f2329 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on investigation, the reported issue cuff leakage was confirmed. The clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed using dino-lite camera. 100% water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The event may have resulted from external force or excessive physical force exerted on it , but the exact root cause remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "today, three bronchial tubes could not be used because the cuffs of all three were leaking. They were all from the same batch". Additional information received states that "delay in medical treatment, since the operation time increased by 30 minutes. No injuries or damage to health. No medical intervention required. Patient condition is fine"